Event description:
The customer reported that the device did not have an audible tones.

Manufacturer narrative:
Final analysis revealed that the pump did not have an audible tone due to broken transducer wire on the interface board. However, the device passed the seat, rewind, and occlusion tests.